Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR# 65-2013-00284 it was reported that post a stenting treatment procedure, in stent restenosis and a myocardial infarction occurred. In (B)(6) 2011, the patient presented with stable angina and cardiac catheterization was recommended. The first, 80% stenosed, 12 x 3.0mm, target lesion was located in the mid left anterior descending artery (lad). The first target lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 20%. The second, 90% stenosed, 10 x 3.0mm target lesion was located in the proximal lad. The second target lesion was treated with pre-dilatation and placement of another 3.00 x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 20%. The patient was discharged the same day on aspirin and prasugrel. In (B)(6) 2013, the patient presented with a 2 day history of left sided chest pain radiating to the left shoulder and arm hospitalized on the same day. The patient was diagnosed with non - st elevation myocardial infarction and cardiac catheterization was recommended. The 90% in-stent restenosis of the study stent in mid lad was treated with pre-dilatation and placement of a 2.50 x 18 mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 10%. The next day, the event was considered to be resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Event description:
It was previously reported that two 3.00 x 38mm taxus liberte stents were implanted, one in the proximal left anterior descending artery (lad) and one in the mid lad. It is now reported that there was only one target lesion, in the mid lad, and only one stent implanted. As a stent was never implanted in the proximal lad, there is no complaint against this device.